Manufacturer narrative:
Updated fields -3a, a4, b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e3. The cardiologist and registered nurse attempted to insert a catheter. Significant bleeding occurred once the membrane was placed inside the sheath. This was the second catheter they tried, and the same issue happened as with the first one. The cardiologist suspected a tear in the membrane, so they removed the catheter and proceeded to insert a third one. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Record ID : (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: d9 , h3, h6 (type of investigation). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. No blood was visible inside the iab catheter. The one-way valve was also returned. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that sensation plus 50 cc intra-aortic balloon (iab) had blood leak. The cardiologist and r.n. Tried an insertion. There was a lot of bleeding once the membrane was inside the sheath. This was the second catheter that they were trying to insert. Same problem as the first one. The cardiologist thought that there was a hole in the membrane. Remove the catheter and put a 3rd one. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone), e3.